Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent an abdominal ventral hernia repair on (B)(6) 2007 and a mesh was implanted. It was reported that post-operatively the patient experienced chronic pain and difficulty with movement and issues. The patient underwent an I&d and excision of the infected mesh and metal tack of the abdominal wall on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent an abdominal ventral hernia repair with mesh and had a removal of large anterior wall panniculus, reconstruction of abdominal wall, removal of large redundant skin from right and left hips and replacement of lap band port on (B)(6) 2007. On (B)(6) 2015, patient had surgery to remove infected mesh, and an I&d of abdominal wall abscess.